Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a hard time finding the spot sometimes. The patient stated that they were only able to get 4 coupling boxes, and during the call was able to attain 6 bars by pushing harder on the antenna. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.